Manufacturer narrative:
Customer report of pannus was confirmed. Moderate to heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 3 at the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was moderate at the inflow and outflow aspect. Host tissue restricted leaflet mobility and led to stenosis. X-ray demonstrated wireform intact.

Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation. The clinical observation was unable to be confirmed. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Host tissue/pannus formation is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 19 mm aortic bioprosthetic valve was removed from a patient after an implant duration of two years and eight months. Reason for removal was due to pannus ingrowth on one of the leaflets. It was also noticed that two stent posts were fused to the aortic wall. The subject device was replaced with a 21 mm edwards valve. After the aortic valve replacement procedure, the patient was placed on ventilator for a few days with acute atn and heart block. It was last reported that the patient was extubated, creatinine levels came down, conduction system recovered and a permanent pace maker was avoided.